Manufacturer narrative:
Zimmer biomet complaint number cmp (B)(4). Weight unknown / not provided.

Event description:
Doctor reported that when the doctor was placing the implant, the mount does not disengaged from the implant. Doctor did not finished the procedure and patient will have to return for the implant placement in a later point of time.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: d4: unique identifier (UDI) number changed to unknown one 3i t3® with dcd® ex hex tapered implant 4 x 10mm (bnet410) with mount was returned for investigation. Visual evaluation of the as returned product identified some signs of usage due to stuck mount. The hex of the screw identified damaged/rounded as well. Device history record (DHR) review for the lot number (2015051477) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Complaint history review by lot number (2015051477) was performed for similar events and no complaint about nonconforming products was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.